Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the catheter was being placed into a (B)(6) male patient in the surgery department. When passing the catheter over the guide wire it became deformed and broke. Upon removal, the piece of guide wire was within the catheter. Nothing was retained in the patient. As a result, the catheter was replaced. There was no delay in treatment and no patient death or complications reported.